Event description:
Related manufacturer reference #: 2916596-2022-00271. It was reported that on (B)(6) 2022 at around 1:30am, the patient cut through the modular cable with a nail scissors while in a state of mental confusion (symptomatic transitory psychotic syndrome) with no suicidal intention. As a result, there were driveline disconnected and pump off hazard alarms. The cut modular cable was immediately replaced with another modular cable by the vad coordinator on (B)(6) 2022. After replacing the cut modular cable with a new one while the patient was on battery power, the pump did not automatically restart; instead, the system controller displayed a driveline disconnected alarm. The modular cable was disconnected and reconnected to the primary system controller, but the pump did not restart. The primary system controller was replaced with the patient's backup system controller, at which point the pump restarted. The pump was stopped for approximately 24 minutes without patient consequences. A new backup system controller was provided to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed damage to the modular cable. The polyurethane jacket was cut near the controller connector bend relief revealing the armor layer underneath. A review of the submitted log files confirmed driveline disconnect and lvad off alarms, and the submitted photo confirmed damage to the modular cable. Two sets of log files were submitted for review. The first set was from the primary system controller (B)(6). At 01:27:27 on 10jan2022, there were driveline disconnected and pump off hazard alarms. By 01:28:32 on 10jan2022, all pump parameters were reduced to 0. At 01:50:47 on 10jan2022, there was a controller reset, however there were still driveline disconnected and pump off hazard alarms. On 10jan2022 at 09:07:45, the controller was reset again, however the pump parameters remained at 0. This data is consistent with the reported event that the driveline was cut at approximately 01:30:00 on the night of 10jan2022, and the pump would not restart. The second set of submitted log files was from the back-up controller (B)(6). No atypical events were captured. The pump appeared to function as intended with stable temperature, rotor displacement, and rotor noise. Per additional information received from the customer, after replacing the cut modular cable (#8058339) with a new one (#8118937) on 10jan2022, the pump did not restart automatically when connecting the new modular cable to the primary system controller (B)(6) while on the 14v external batteries. Instead, the system controller displayed a "connect driveline" message. First, the new modular cable was disconnected and re-connected to the primary system controller (B)(6), but the pump did not restart. Then, the primary controller was replaced with a back-up controller (B)(6), resulting in an automatic restart of the pump. A new backup controller (B)(6) was provided to the patient. During this time, the pump had stopped for approximately 24 minutes, without patient consequences. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No pump is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. The hm3 IFU lists psychiatric episode as an adverse event that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook, advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 contains information regarding all system alarms and the recommended actions associated with them. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.